Manufacturer narrative:
Per (B)(4) there was no report of adverse event or malfunction with the impella cp. The hemolysis was resolved via turning the p-level down. However, conservatively, the death will be reported the impella cp as the pump was in use at the time of expiration. No product was returned for investigation and therefore there are no device findings.

Event description:
Additional information was received that reports "upon insertion of the impella, wire was shaped in normal fashion. After inserting and placing impella in the ventricle, when removing the wire, it became caught in the outlet. Wire was able to be removed by pushing the wire forward and then removing.".

Manufacturer narrative:
B5. Additional event description added. D4. Serial and primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old female with acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock, was supported with an impella cp via the right femoral artery. During insertion, the guidewire temporarily became caught in the device outlet during removal but was successfully freed without device exchange. Wire was able to be removed by pushing the wire forward and then removing. The patient survived to escalation to impella 5.5 with no associated adverse events, but later expired. The death is being conservatively reported due to temporal association; however, based on the available clinical information, the death is more likely attributable to the patient¿s underlying acute myocardial infarction, severe cardiogenic shock, and critical clinical condition.